Event description:
It was reported a portion of this introducer system detached in the patient's liver during an unidentified procedure and was surgically retrieved. The patient's condition is good. To date no further details are available regarding this event. This device has not been received for evaluation. Therefore, no failure analysis is available. The co is currently attempting to get further details about this event. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. User technique and/or pt anatomy may have contributed to this event. However, without further details about this event the co is unable to determine the exact cause for this event.